Manufacturer narrative:
The customer evaluated device and received remote support from customer care solution center.

Event description:
It was reported that the device's shock button does not work during the test. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which it was determined that the user pressed the shock button on the front panel instead of the buttons on the shock paddles. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was use error. The device remains at the customer site and no further evaluation is warranted at this time.